Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for automated peritoneal dialysis (apd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy peritoneal effluent. The cause of the peritonitis was the break in aseptic technique due to touch contamination, which was led by the patient's difficulty seeing. On the same date, the patient was hospitalized and began remedial treatment with vancomycin (ip, dose and frequency not reported). On an unknown date, the remedial treatment with vancomycin was switched to bactrim (daily, oral, dosage not reported) and cipro (500mg daily, oral). At the time of the report, the peritonitis was resolving, but the patient remained hospitalized. The patient was retrained in aseptic technique; therefore, the outcome for the break in aseptic technique was considered as resolved. Dianeal therapy was ongoing with no change in dosage, as was remedial treatment with bactrim and cipro. Concomitant medication was not reported. The nurse stated that the peritonitis was not related to the dianeal solution. A causality assessment was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. The 510k cannot be provided in this reported because the product code is unknown.

Manufacturer narrative:
(B)(4). The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Since the lot number was unknown, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.